Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon was difficult to inflate due to calcification and upon reaching 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable.